Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
During use, set leaked at the connection between the tube and filter. As a result of this event, the doctor prescribed an antibiotic treatment. It is unknown whether this treatment was preventative or not. No permanent injury or adverse health outcome resulted from this event.